Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg was not returned as it was disposed per facility protocol.